Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The right ventricular lead exhibited noise, all other electrical measurements were stable. The patient was in stable condition and would continue to be monitored.